Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Product: 4076, implantable pacing lead, (B)(6) 2010, 4193 implantable pacing lead, (B)(6) 2007; 343337, competitive implantable tachy lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that the bi-ventricular (bi-v) defibrillator had reached the elective replacement indicator (eri) early. The device was removed and replaced. No patient complications have been reported as a result of this event.